Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: a review of the black box showed unexplained power on reset events had occurred. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain an electrical connection. The reported ¿power¿ complaint was duplicated. The new test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found.